Event description:
The customer reported that this 87k arthroscopy pump was being use on (B)(6) 2013, during a right shoulder arthroscopy and after the completion of the procedure, when the drape was removed, it was discovered that the patient exhibited excessive swelling extended to the left shoulder, down to her arms, breasts, and face. The patient complained of severe pain on her face and discomfort throughout the swelling areas. The patient was medicated to treat the pain on her face and was kept at the surgery center for several additional hours with extended use of oxygen, so that her progress could be closely monitored. After approximately 6 hours and once the swelling subsided, the (B)(6) years old, female patient was discharged as per routine procedure. Follow-up with the user facility revealed that during a post-operative visit on (B)(6) 2013, the patient was doing well with no ill effects and/or further complications.

Manufacturer narrative:
An evaluation and testing of the returned pump found the unit performed as intended with no functional issues that could have caused or contributed to the reported problem. The pump alarms, the flow, and pressure sensing functions were extensively tested and met manufacturer functional test requirements. The involved tubing set was not returned for evaluation as it was already discarded at the user facility. A review of the device service/repair history records indicated that the preventative maintenance was long overdue, as the unit was manufactured in january 2002 and no service/repair history found for this device. The instruction manual informs the user of a 12 months service interval for this device. Due to the age of the pump and lack of service, the unit will need re-calibration and overall pm performed to return to its optimal performance. To reduce the risk of patient injury, the device instruction manual provides the following warnings: extravasation can occur more rapidly when using a mechanized fluid infusion system. Carefully palpate and visually inspect the extremity and operative site frequently throughout the procedure for signs of possible extravasation. View all cannulas arthroscopically before beginning and frequently during the procedure to ensure that all fenestrations are fully within the joint capsule and are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within capsule joint. The integrity of the pressure sensing line is critical to the safe operation of the 87k aps. Extravasation or other patient injury may occur.